Event description:
The patient was revised to address excessively tight knee. Patient could not gain full extension or flexion.

Manufacturer narrative:
Examination was not possible, as no product was returned. A search of the warsaw and international complaint database did not find any additional reports of this nature for the product code/lots provided since their respective release for distribution. The investigation could not determine the root cause of the reported tightness. The need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.